Manufacturer narrative:
The insulin pump had missing reservoir tube o-ring noted during testing. The insulin pump had minor scratches on lcd window, fully broken off reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the o-ring came out of the insulin pump. The customer's blood glucose was 95 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.